Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure the pt developed vacuoles which has affected the pt's visual acuity. Additional information has been requested. There are three medical device reports associated with this event. This report is associated with the third intraocular lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional info has been requested. (B)(4).